Manufacturer narrative:
Device is a combination product.(B)(4).

Event description:
It was reported that inadequate or incorrect labeling occurred. The target lesion was located in the ostium of the left circumflex artery. A 12 x 2.50 promus premier¿ drug-eluting stent was selected for use. However, when it was taken out from the package the stent seemed to be longer than the nominal on the label. Measurement was then performed with quality comparative analysis (qca) and the stent was almost 16mm long. Subsequently, there was enough distance for the stent to be implanted and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis with another non-bsc device. The stent was deployed during procedure and therefore not returned for analysis. Review of the batch records found that there was no issues with the overall stent profile during the manufacturing process. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon may have been subjected to positive pressure. The balloon wings were opened out from their folded positions. Crimp markings evident on the balloon wall are not as prominent. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that inadequate or incorrect labeling occurred. The target lesion was located in the ostium of the left circumflex artery. A 12 x 2.50 promus premier¿ drug-eluting stent was selected for use. However, when it was taken out from the package the stent seemed to be longer than the nominal on the label. Measurement was then performed with quality comparative analysis (qca) and the stent was almost 16mm long. Subsequently, there was enough distance for the stent to be implanted and the procedure was completed. No patient complications were reported.